Event description:
It was reported that the patient presented for a revision procedure. During the procedure, the new left ventricle lead to be implanted could not be screwed into the port of the header of the implantable cardioverter defibrillator. The implantable cardioverter defibrillator was explanted and replaced during the same procedure. Patient was stable.

Manufacturer narrative:
The reported event of lead insertion issue was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the lv set screw was tightened down too far in and was slightly stripped, which prevented the lead from being fully inserted into the lead bore. After the set screw was untightened to the proper position, the lead was able to be fully inserted and the set screw operated normally. The issue was consistent with having occurred during the procedure.